Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cannula part of the trocar, was already damaged when it was unpacked from the original package. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the device. The photograph depicts a gouge on the threaded cannula. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one photograph. The photograph depicts a gouge on the threaded cannula. The visual inspection of the returned product noted that there was gouges on the threaded cannula. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouges on the threads of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.